Event description:
It was reported that a patient presented remote via merlin.net. Review of the transmission revealed inappropriate shock due to incorrect interpretation of the signal on the implantable cardioverter defibrillator (ICD). The transmission had electrograms (egm) missing. Device interrogation was performed to recover missing egm. Programming changes were made to resolve the issue. The patient condition was stable before, during, and after.